Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed, no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by a non-health care professional states that a retrospective clinical trail showed a consumer experienced peripheral non-infectious ulcer in the right eye, which was mild in severity after wearing study contact lenses. The consumer was prescribed initially with antibiotic besifloxacin hydrochloride ophthalmic solution four times a day, preservative free tears four times a day and combination of (dexamethasone, neomycin and polymyxin b) ophthalmic solution four times a day in the right eye. During follow up visit consumer was prescribed with antibiotic besifloxacin hydrochloride ophthalmic solution four times a day for two days along with preservative free tears four times a day and combination of (dexamethasone, neomycin and polymyxin b) ophthalmic solution four times a day for two weeks in the right eye after discontinuing besifloxacin hydrochloride ophthalmic solution. The study device was temporarily discontinued. The current condition of the consumer¿s eye is symptoms resolved at the time of this report. This was reported through a retrospective clinical trail, no additional information is available at this time.

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).